Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius post market surveillance that the patient presented to the clinic on (B)(6) 2022 with symptoms of abdominal pain, cloudy peritoneal effluent fluid. Cultures were drawn and results came back (B)(6) for peritonitis. The pdrn stated that the patient was prescribed vancomycin, however the route, dose, and duration of the antibiotics were unknown. Despite the leak event on (B)(6) 2022, the pdrn stated that the cause of the peritonitis was unknown.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis (characterized by abdominal pain), which required antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Despite the serious adverse events, the pdrn reported the patient continued to utilize the same liberty select cycler. It is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated from the serious adverse events. There is no allegation indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the heater bag leak during treatment and a lack of information (e.g., definitive causality, treatment data, organism), the liberty select cycler and liberty cycler set cannot be excluded from having a possible contributory role in the serious adverse events. Should additional information become available, the file will be reassessed and the need for a revised clinical investigation will be evaluated.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius post market surveillance that the patient presented to the clinic on (B)(6) 2022 with symptoms of abdominal pain, cloudy peritoneal effluent fluid. Cultures were drawn and results came back positive for peritonitis. The pdrn stated that the patient was prescribed vancomycin, however the route, dose, and duration of the antibiotics were unknown. Despite the leak event on(B)(6) 2022 the pdrn stated that the cause of the peritonitis was unknown.